Event description:
A ophthalmic surgeon reported that a white foreign material was found in the syringe when opened. On (B)(6) 2011, it was noted there was a cluster of braided fibers found trapped between sleeve and barrel of the syringe.

Manufacturer narrative:
Eval summary: no similar complaints have been received for this lot. No remarks in the batch record, the syringes were 100% visually inspected after filling. Retention samples were inspected and ok. The complaint sample was returned and is under eval. The investigation in still in progress and a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).